Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Based on available information, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Hence, section h9 was updated to reflect this linkage.

Event description:
Refer to h11 for follow-up information.